Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. Intraoperative findings indicate there was a large cloudy joint effusion with distended capsular elements, thickened capsule, staining and debris of inferior articular surface, necrotic type debris in head recess.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. Intraoperative findings indicate there was a large cloudy joint effusion with distended capsular elements, thickened capsule, staining and debris of inferior articular surface, necrotic type debris in head recess. Additional information: litigation papers allege metal particles or ions entered the surrounding tissue causing a deterioration of the tissue and entered into the bloodstream through which they were distributed throughout various parts of the body thereby causing metal poisoning. The patient underwent revision surgery as a result of the failure and suffered great pain and a diminished capacity to lead a normal life.